Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose, no delivery alarm, failed battery test and hospitalization. Customer's blood glucose level went as high as 300 mg/dl. Customer advised they resolved the no delivery alarm with a complete set and reservoir change. Customer advised they replace their infusion set every 3 days and sometimes even sooner. Troubleshooting for high blood glucose was performed. Customer experienced a mini stroke and went to the hospital twice in 6 days. Customer treated themselves with the insulin pump and a glucagon. Troubleshooting for failed battery test was performed. Customer was advised a replacement battery cap will be sent out.